Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation.quantity - 2.(B)(4).

Event description:
During the procedure while inserting the screw, the driver tip bent. Another driver was used with the same results however the procedure was able to be completed without delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Complaint sample was evaluated and the reported event was confirmed. Failure mode was that of damaged product and deformation. Inspection of the device showed that the tip was twisted. DHR was reviewed and no discrepancies were found. Review of the complaint history review of the complaint history for pn 110018531 identified additional complaints related to the reported event. Actions have previously been initiated for this issue. The root cause of the failure is related to plastic deformation as a result of the design of the device. These drivers have been designed to "twist" before fracture of the screw. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.